Manufacturer narrative:
A review of the manufacturing records for the device is going to be conducted. The investigation is in process. Further information will be provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, a patient underwent an endovascular treatment of an acute type b aortic dissection rupture and a leg ischemia with occlusion of a left common iliac artery using two gore® tag® conformable thoracic stent graft with active control system (ctag ac) devices with an embolization of a left subclavian artery and 1-debranch bypass. During the treatment, a ctag ac was implanted distally, then a second ctag ac, tgmr313115j, was implanted proximally. Angiography revealed that there was no endoleak. Angiography for below an abdominal aorta revealed a blood flow at the left common iliac artery. The leg ischemia was resolved. On (B)(6) 2022, at a follow up, a computed tomography revealed a blood flow from a re-entry to a false lumen, caused by a proximal type I endoleak, or possibly it was caused by a type ii endoleak from a bronchial artery. On (B)(6) 2022, an emergent reintervention to implant the additional stent graft from zone 1 with 1-debranch bypass was performed.

Manufacturer narrative:
H6: code c19- a review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to endoleak and reoperation, users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Manufacturer narrative:
H.6. Investigation conclusions: remove code d1001. In additional manufacturer narrative, the sentence "users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices." Is replaced with "users are made aware of the risks associated with endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices."